Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the injury was not determined due to insufficient clinical details. The cause of the bleed was not determined due to insufficient clinical details.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 78-year-old female with right ventricular failure secondary to in-stent restenosis of a right coronary artery stent underwent placement of an impella rp flex via the right femoral vein. At the time of insertion, the patient was in cardiogenic shock classified as society for cardiovascular angiography and interventions (scai) stage e and had a known history of coronary artery disease. After two days of support, the patient was taken to the operating room for removal of impella rp flex pump 1 due to significant bleeding. A decision was made to place a new impella rp flex (pump 2) via the right internal jugular (rij) vein. Upon insertion and device initiation of pump 2, console messages indicating ¿placement signal not reliable¿ and ¿flow calculation disabled¿ were observed. The issue was addressed, and the patient remained on support. Two days later, while being repositioned, the patient acutely decompensated. The patient developed arrhythmia with heart rate decreasing into the 20s. Following discussion, the family elected to withdraw care, and the patient subsequently expired. The bleeding complication associated with impella rp flex pump 1 is being reported as a serious injury. The impella rp flex pump 2 will be conservatively reported as death. The patient experienced an arrhythmic event followed by bradycardia while the patient was being repositioned. The patient¿s underlying condition contributed most to the demise outcome (cardiogenic shock scai stage e secondary to right ventricular failure from in-stent restenosis of the right coronary artery in the setting of underlying coronary artery disease). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.

Event description:
A 78-year-old female with a history of coronary artery disease and ostial right coronary artery (rca) stent placement 2 weeks prior presented to the hospital with a non-st elevation myocardial infarction (nstemi). She subsequently developed complete heart block and was taken to the cardiac catheterization laboratory. Coronary angiography demonstrated no obstructive coronary disease, and a temporary venous pacemaker was placed. Following return to the intensive care unit, the patient developed cardiogenic shock and was brought back to the cardiac catheterization laboratory for placement of an impella rp flex via the right femoral vein for right-sided mechanical circulatory support. Hemostasis was achieved using a purse-string suture. After device initiation: norepinephrine was weaned off, she was transitioned to low-dose dobutamine. Her hemodynamics improved on impella rp flex support. Due to ongoing concern for ischemia, the care team performed repeat coronary angiograms, which revealed: in-stent restenosis of the right coronary artery. Percutaneous transluminal coronary angioplasty (ptca), thrombectomy of the rca, deployment of two drug-eluting stents to the proximal and mid rca. She was transferred back to the intensive care unit with stable hemodynamics. In the ICU: systemic heparin was held owing to an elevated ptt and heparin purge solution for the impella rp flex continued per protocol. The patient subsequently developed bleeding, prompting the clinical team to take her to the operating room for planned explant of the impella rp flex. However, upon weaning impella rp flex support, the patient became hemodynamically unstable, indicating ongoing dependence on right-sided mechanical circulatory support. Due to instability during attempted explant, the heart team elected to: implant a new impella rp flex via the right internal jugular (rij) vein, and remove the femoral-access impella rp flex, with surgical repair of the right femoral vein. She returned to the intensive care unit following the procedure. She was started on continuous renal replacement therapy (crrt). Anticoagulation was transitioned to systemic argatroban, and sodium bicarbonate purge solution. She remained critically ill, intubated, and dependent on inotropes and vasopressors. She experienced intermittent arrhythmias and bradycardia. Due to the patient¿s progressive multi-organ failure, poor prognosis, and persistent hemodynamic instability, the family elected to withdraw support. Comfort-focused care was initiated.

Manufacturer narrative:
Additional information was received on march 4, 2026. The following codes were added: hemodynamic instability (e2343), medical device removal (f1903), and additional device required (f2301). Additional information was received on march 20, 2026. The specific interventions attempted on the patient are unknown.